Event description:
Related manufacturer reference number: 2017865-2023-16308. It was reported the patient presented for a leadless pacemaker implant. During the procedure, after the location was confirmed and the device was screwed in place, the device unexpectedly released from the delivery catheter. The release knob was never activated. The device was appropriately fixated, and the procedure concluded without further issue. There were no patient consequences.